Manufacturer narrative:
(B)(6).

Event description:
It was reported that after surgery on (B)(6) 2019 patient started with neuropraxia and pain, therefore he was treated with medication therapy and hospitalization was prolonged and he was discharged the following day. The issue was solved with sequelae. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported suturefix ultra anr xl, used in treatment, will not be returned for evaluation. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event. Without the relevant clinical information a thorough medical investigation cannot be rendered, should any additional medical information be provide this complaint will be re-assessed. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the risk document, manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H11: e1: update initial reporter information. G3: update country. (B)(6).